Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that in (B)(6) 2015 the implantable neurostimulator (ins) was charged and they could feel it working in their legs. Over the last year and a half they lost 60-70 pounds and they could see it and swore it moved around. The ins started moving in her body about 6 months prior to the report and could reach back there and move it. If additional information is received, a follow-up report will be sent.